Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. It was also reported that the valve was sticky. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. The customer also provided videography of the reported malfunction upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the provided video revealed that the pip knob was jittery and an audible jittery sound was heard when the pip knob was turned. The manometer needle was also observed to be jumpy due to a sticky pip knob. Visual observation of the device confirmed no damage. The subject device was then tested based on the neopuff technical manual. The subject device passed the functional tests for the manometer and valve system, however it was observed that the valve control knobs were not turning smoothly. Conclusion: the cause of the reported malfunction is due to excess grease applied during manufacturing. F&p has completed the failure investigation for the identified root cause in july 2024. The subject rd900 neopuff infant resuscitator with lot# 2102659711 was manufactured on 20 june 2023, which is prior to the completion of the failure investigation. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. It was also reported that the valve was sticky. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.